Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. Reliability engineering evaluated the device, and the device met all performance specifications, no problems were noted. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Device rec'd from (B)(6) stating that the device reported an e5 error that occurred during a surgery. No injuries were reported to have occurred, however, it is unknown if medical intervention was necessary. The date of the event is unknown. There is no add'l info available.